Event description:
Customer reported that they are getting no deliveries and their blood glucose is high. The blood glucose reading is 343 mg/dl. Explained to customer that the insulin pump is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.